Manufacturer narrative:
Evaluation is in progress but not concluded. Device repaired and returned (a replacement subassembly was provided.)

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console continuously repeated its power-on initialization sequence. A replacement monitor was provided to the user. There was no adverse consequence to the patient as a result of this event.